Event description:
The manufacturer received information alleging a ventilator alarmed for low inspiratory pressure. There was no harm or injury reported. During the evaluation of the device at a third party service center, the inlet air path foam had become detached from the inlet air path blocking the blower inlet. The device's inlet air path foam was reattached to address the issue.